Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a clinical procedure which was finished without the geometry movement. No patient or user harm was reported. The philips field service engineer (fse) inspected the system on site and confirmed the issue. Troubleshooting indicated that the front stand propeller movement was not moving to 90 degrees. Analysis of the system log files indicated that there was a geometry module orientation switch problem. The fse performed geometry calibrations on the frontal stand. After the calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that customer was unable to perform propeller movement to 90 degrees. The device was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site and performed geometry calibrations on the frontal stand. The system was returned to use in good working order.